Event description:
The manufacturer received information alleging a critical error code occurred in relation to "low flow" on a trilogy 202 ventilator. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer for repairs. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a critical error code occurred in relation to "low flow" on a trilogy 202 ventilator. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer for repairs. If any additional information is received, a follow-up report will be filed. New information: the trilogy 202 ventilator was returned to the service center for evaluation and customers complaint of "low flow" was confirmed, therefore the oxygen blender module board was replaced to address the issue. Additionally, during service, additional components were replaced due to physical or cosmetic damage or as a required service. The device was upgraded to firmware version 14.2.05. The device passed the final test. Box h coding is updated. The reported failure of "low flow" is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.